Event description:
It was reported to technical services on (B)(6) 2011 that rep received a message to check atrial lead at device check today. Technical services recommends to try to reproduce noise with isometrics. Caller will do this and call back if any further questions. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).